Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited increase in shock lead impedance from 74 ohms to 172 ohms. The field representative had tried checking the impedance in different shock configuration and remained high. Boston scientific technical services (ts) discussed with field representative regarding presence of noise or if there was surgery performed. The field representative informed that the patient however had an eye surgery about 2 weeks ago. Ts discussed to consider delivering shock to test the device's ability to deliver a shock. Additional information received that the field representative advised clinic to perform a commanded shock, however no other further information at this point. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.